Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. As no serial number was provided we were not able to complete a device history record review. Though a definitive root cause could not be determined, investigation believes that one of the two causes are responsible for the reported failure: the event was caused by a connection issue. Either the connection to the monitor or video communication cable. The video terminal or internal board of the unit was faulty. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
At this time, it does not appear the device will be returned. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, the visera 4k uhd camera control unit was not displaying an image during preparation for use. There was no patient harm or consequence reported as a result of this event.